Event description:
It was reported via repair work order that the zoom cuts out during use. Stryker technician evaluated the unit and could not duplicate the event. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the zoom cuts out during use. Stryker technician evaluated the unit and could not duplicate the event. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR initial report was filed without the PMA/510(k)#. This follow-up MDR is being issued with the PMA/510(k)# included.